Manufacturer narrative:
One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the jaw wire insulation was missing and not returned. The reported condition was confirmed. The damage to the jaw wire is consistent with scraping the jaws against the sharp edge of a trocar during insertion or removal of the device or another instrument. There is nothing known in the manufacturing process that would cause this type of slicing damage. The investigation identified the cause of the reported event to be the user. The instructions for use (IFU) states to carefully insert and withdraw instruments from cannulas (trocars) to avoid possible damage to the devices and/or injury to the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's plastic was peeling and exposing the wire. Plastic piece was removed. Nothing fell into the patient's cavity. There was no patient harm.